Manufacturer narrative:
Investigation - evaluation a review of the drawings, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The complaint device was returned was returned in two segments and a visual examination noted the ends are cut at an angle. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: ¿silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids¿. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon completion of the investigation.

Event description:
The catheter snapped (broke) during a hickman procedure. The catheter was removed using tweezers. No additional adverse effects were reported.